Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2016, 5086mri45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial electrical reset during interrogation. It was indicated that upon completed interrogation, the crt-d was functioning normally. The crt-d remains in use. No patient complications have been reported as a result of this event.